Event description:
It was reported that the 9600 sys would not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The s-ram card was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.